Event description:
The patient is female and (B)(6), had pcom with size 7.82 x 9.12mm. Neck width: 4.02 mm. During the stent assisted coil position surgery, the surgeon did the operation followed IFU. The surgeon didn¿t feel the position of stent good when deployed it. The surgeon withdrew the stent and changed the position, but noted that the stent stuck in mc. The stent could not be deployed. The surgeon made several attempts but still failed. The surgeon had to remove the stent and mc and change new device to complete the surgery. A constant a dedicate saline source was used at all times, and the sample is still in the follow up. There was no report on patient injury.

Manufacturer narrative:
(B)(6). (B)(4). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two devices associated with complaint (B)(4).

Manufacturer narrative:
The product was received for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Also, the following information was accidentally not included in the initial report: a constant a dedicated saline source was used at all times, and the enterprise was recaptured more than once, but exact times are unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient is female and (B)(6), had pcom with size 7.82 x 9.12mm. Neck width: 4.02 mm. During the stent assisted coil position surgery, the surgeon did the operation followed IFU. The surgeon didn¿t feel the position of stent good when deployed it. The surgeon withdrew the stent and changed the position, but noted that the stent stuck in mc. The stent could not be deployed. The surgeon made several attempts but still failed. The surgeon had to remove the stent and mc and change new device to complete the surgery. A constant and dedicate saline source was used at all times, and the sample is still in the follow up. A constant a dedicated saline source was used at all times, and the enterprise was recaptured more than once, but exact times are unknown. There was no report on patient injury. A non-sterile prowler select plus 150/5cm microcatheter was received coiled inside dispenser unknown inside of a plastic bag. In addition, the involved enterprise device under investigation (B)(4) was observed stuck inside of microcatheter. The stent was deployed of microcatheter. The delivery wire was removed of the microcatheter. No damages were noted on the hub. The microcatheter was inspected and it was found without any damage. The microcatheter was inspected under microscope; no damages were noted on the microcatheter body. The ID from the microcatheter was measured and was found within specification. The functional test was performed, and the microcatheter was flushed out using a lab sample syringe (nipro) the water came out from the distal end of the device. A 0.018¿ guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter¿s distal tip without any difficulty. The enterprise lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter distal tip without any difficulty and it passed totally the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿catheter (body/shaft) - resistance/friction-inner lumen¿ was not confirmed during the functional analysis. The cause of the failure experienced by customer could not be conclusively determined; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective actions will be taken at this time.